Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial driven rhythm, with it possibly been a rapid ventricular response (rvr) due to an atrial arrhythmia. Additionally, it was noted the patient had an atrial intrinsic amplitude low out of range. Technical services (ts) was consulted and reviewed stored data. This device remains in service. No additional adverse patient effects were reported.